Event description:
Same case as MFR report #: 2134265-2009-00125. It was reported that during a coronary artery stenting treatment procedure balloon withdrawal resistance occurred. The physician predilated the severely tortuous, 90% stenosed, proximal lad (left anterior descending) with a 2.5x30mm maverick2 balloon delivered a 3.0x28mm liberte stent. The liberte stent delivery system was inflated and the stent deployed normally. However, after total deflation of the balloon the physician could not detach the balloon from the stent. The physician inflated and deflated the balloon two more times and successfully removed the liberte stent delivery balloon. A second event was also reported for a 2.5x16mm liberte stent placed in the tortuous, 90% stenosed, distal lad. The second event was resolved in the same manner. There were no reported patient complications as a result of these events.